Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging prime (unable to prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 06/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. There was no evidence of a ¿no delivery, no prime¿ alarm in the black box. During the actual testing, the rewind, load cartridge and prime steps were performed successfully with no alarms. The force sensor calibration check was performed and indicated that the sensor is detecting the correct force. Additionally, the pump was exercised for 24 hours with no loss of prime occurrences. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).